Event description:
I had lasik surgery at (B)(6) on (B)(6) 2018. After the surgery, I developed double vision (ghosting) in the eye that treated, 18 months after the surgery, the double visions has not improved. I have had multiple f/u appts with the clinician (ophthalmologist) that performed the lasik pre-screening, nothing out of the ordinary has been found to wrong with the optics of the eye. FDA safety report ID# (B)(4).